Event description:
It was reported that the ilet connector was difficult to turn during setup, and the patient was able to attach it after being instructed to push in while turning. Symptoms included no change in blood glucose. Outcomes included no clinical impact and no alarms. Investigation included customer interview and device-use troubleshooting with education. Investigation of this case revealed that the connector functioned after proper technique was applied, suggesting user handling contributed to the reported difficulty. It was concluded that the device operated as intended after guidance, and no device malfunction was identified.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.